Manufacturer narrative:
(B)(4).

Event description:
Anchor broke during insertion. Surgeon is a regular user of product and normally without issue. Clock position was between 12.30 and 14.30; yes there was a guide used the alignment was maintained; the procedure was completed in that way that the anchors even if the are half is sitting in the patient.; first anchor they did drill over and placed a new anchor and that was sitting correctly, and was not broken. Anchor broke but half was sitting in the patient so the surgeon used the sutures to place the labrum.

Manufacturer narrative:
(B)(4).